Manufacturer narrative:
Per the user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred during basal and bolus delivery. Customer's blood glucose was in the 400 mg/dl range. Pump supplies were changed to address occlusion. Pump system check was performed with tandem technical support and source of occlusion was not identified. Reportedly, customer added and removed insulin from the cartridge. Customer reverted to using manual injections for insulin therapy.